Event description:
It was reported that a patient underwent a cardiac ablation procedure with an ngen generator and a high flow rate activation issue occurred. While ablating the right pulmonary vein (rpv) at 50 watts, the irrigation flow would not change at 4ml and w titration occurred. The correct catheter settings were used. Three sessions of ablation were performed before the issue resolved. Since the issue resolved and the medical team was certain it would not recur, the procedure was continued without any equipment changes or alterations. The procedure was completed without patient's consequence.

Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The product investigation was completed. During the investigation, it was confirmed that no failure was found with the device. A device history record evaluation was performed for the finished device number 22330027fg, and no internal actions related to the reported condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).